Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/right handle, front/rear door, barrel clamp, lock label, latch module, tube/sleeve drive, wiper seal, flange gripper retainer and left/right iui (inter-unit-interface). Performed unit calibration. Based on the findings, service determined that the reported issue was due to wear of front cover. Device history record a review of the device history record showed the device had a manufacture date of 26jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken/damaged. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported broken/ damaged. There was no patient involvement.